Event description:
It was reported that during a routine device changeout, the patient experienced several asystole linked to a lesion of the sinus node, blood pressure dropped and felt discomfort. The right atrial lead was noted to have an insulation anomaly. A portion of the lead insulation remained in the patients vein. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.